Event description:
The pt underwent a theraml balloon ablation procedure. The pt developed cervical stenosis post-operatively, creating dysmenorrhea, and requiring opening of the cervical canal in the office.